Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient complained of what he believed was a cylinder buckling on the right side of his inflatable penile prosthesis (ipp). The device was otherwise fine. The perceived buckling seemed to be more of a peyronies band, which was difficult to fully correct. The cylinders and pump were removed and replaced. The original reservoir was re-used and connected to the new components. The patient had a good outcome.